Event description:
The customer reported that the check vent: blower temperature high" alarm occurred. The fan filter was cleaned and the device continued to be used. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped. No delay in therapy reported and no medical intervention.

Manufacturer narrative:
B4:(B)(6)2021 the service technician reported the phenomenon was not duplicated despite a test run. The event log revealed "check vent: blower temperature high" diagnosis code had occurred. As preventative actions against recurrence, the blower needed to be replaced. Per service technician, the customer canceled the following repair. Therefore, the device was returned unrepaired.